Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The endoscope has been returned and evaluated by the failure analysis team on (B)(6) 2023. Failure analysis investigations did not replicate/confirm the customer reported complaint. No error was found in the logs or at the failure analysis test platform (qap). The image is good in both eyes. The housing was found with damage, marking and discoloration. The endoscope bearing and endoscope adapter (aea) were found to have a friction issues.

Manufacturer narrative:
The reported issue was addressed with phone support. An isi technical support engineer (tse) was contacted by the customer, and the site confirmed that the reported issue was resolved after using a spare endoscope. No site visit was conducted. The system was working properly, and no additional action was required. Isi has not received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. A system log report review was performed. Per the review, the following was confirmed: system serial # (B)(4), event date (B)(6) 2022 ), and procedure name (umbilical hernia ipom). A review of the logs shows two endoscopes were using during this procedure. A review of the instrument log for the endoscope (part # 470027-62/ serial # (B)(4) associated with this event has been performed. Per logs, the endoscope was last used on 17-oct-2022 on system sk2990, with 1845 lives remaining. A review of the instrument log for the endoscope (part # 470057-08/ serial # (B)(4) associated with this event has been performed. Per logs, the endoscope was last used on 17-oct-2022 on system sk2990, with 1982 lives remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system motion was non-intuitive or backwards. Prior to calling technical support, the caller removed instruments and power cycled the system. There were no related errors in logs. The customer attempted to reinstall the endoscope in universal surgical manipulator 3 (usm3), but instrument engagement error 22020 occurred in the logs. The technical support engineer (tse) asked caller to remove scope and to rotate shaft of endoscope while holding base, but the caller was unable to rotate it. The tse recommended the customer use a different endoscope, which worked successfully. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.